Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
It was reported that in-stent restenosis (isr) or thrombosis might have occurred. A synergy¿ drug eluting stent (des) was deployed to the target lesion however possible in-stent restenosis or thrombosis occurred. No additional information is available at this time.